Event description:
Reporter alleged taking 28 units of lantus insulin and then feeling hypoglycemic five minutes later when she obtained back to back readings of 268 mg/dl, 334 mg/dl, and 535 mg/dl within 10 minutes on the aviva system. Reporter states she normal eats immediately after taking her insulin, but it took longer than expected to prepare so she self-treated with candy. Reporter stated she then obtained another result of 177 mg/dl which was also performed within 10 minutes on the same system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.